Event description:
Pt entered the emergency dept with a gun shot wound to the face. The attending physician intubated the pt orally with the cook emergency cricothyrotomy catheter set (c-tccsb-500-spops). Pt was then taken to the CT scanner to evaluate the pt's over all condition. Pt's airway became unstable due to the rupture of the airway balloon. Pt was taken to surgery to place a tracheostomy. The pt expired due to loss of blood from other injuries.